Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's neurostimulator (ins) was not working. No symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Information corrected. Initial reporter corrected. Report source corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's neurostimulator (ins) was not working. No symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Correction made. Explant date added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of product ID# (B)(4) found stim ins/functionally okay/insignificant anomalies. If information is provided in the future, a supplemental report will be issued.